Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient's friend called into technical support stating the bravo recorder had shut off within an hour after the capsule was implanted. The patient went back to the facility and was told nothing could be done to stop the study. Technical support advised the customer they could not speak to the patient without the physician on the phone. A repeat procedure was necessary due to the recorder shutting off during the study. There was no harm to the patient or user due to the alleged device malfunction.

Manufacturer narrative:
Evaluation summary: the accuview graph from the study was returned for evaluation. The total time of the study was 1:24 as opposed to the recommended study time of 48 or 96 hours. The ph readings were found to be at normal values throughout the study. At (time), the recording stopped. Because information sent from the customer includes only accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before beginning of the study; recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged; capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged. Capsule detached early investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.